Event description:
On (B)(6) 2012, the reporter contacted animas alleging that keypad buttons were not responding. There were reportedly no issues with buttons earlier that day. Patient was attempting to program a bolus and the screen turned on, but buttons did not respond. The reporter changed the battery and now the pump is frozen on the verify screen. The reporter denies any unusual activity with pump, exposure to moisture, or moisture in battery chamber. The patient wears pump on waist and does not clean the pump. Keypad and pump including battery cap are intact. The reporter tried inserting a second battery and still screen comes on but buttons do not respond. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):the keypad was found to be intact. The bolus button was found to be detached exposing the key contact. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged button should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that all of the keypad buttons and the bolus button were found to be responsive. The reported unresponsive keypad was unable to be duplicated during investigation.